Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, foreign material was found in the nozzle. The foreign material was found to be clotting of tissue or blood. In addition to the foreign material, service found the angles were insufficient, switch 1 had a pinhole, and the suction port was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported air and water cannot go through the tube smoothly during reprocessing of the scope. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign matter was observed in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the investigative results, it was confirmed that the nozzle was clogged with foreign material - this material was identified as clotting tissue or blood. This led to the presumed cause that tissue or blood stuck in the nozzle and clogged there due to inappropriate reprocessing after a previous procedure. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): operation manual_ preparation and inspection. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw[air/water] channel cleaning adapter after each patient procedure. Manually cleaning the endoscope and accessories. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below. Olympus will continue to monitor field performance for this device.